Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that sometimes the power would not turn on. There was no reported patient involvement.

Manufacturer narrative:
One processor pca was returned for failure analysis, which was replaced as a precaution. The reported problem could not be verified or duplicated during lab tests. No fault was found with this processor board.